Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported stretched coils and detachment were confirmed. The reported entrapment and the reported device damaged by another were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal interaction with the previously implanted stent resulted in the reported entrapment. Manipulation to remove the guide wire resulted in the reported device damaged by another (stent bent over itself as if it had pulled back by the guide wire), the reported/noted stretched and offset coils and ultimately resulted in the reported/noted ribbon and coil detachments. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a chronic total occlusion of the left anterior descending (lad) artery by retrograde approach from the right coronary artery (rca). After completing the procedure in the lad, the decision was made to place a short stent in the proximal rca. The bmw guide wire was advanced, an xpedition stent was implanted and post dilated with an nc trek, without issue. However, when removing the bmw guide wire, resistance was felt and the guide wire elongated. It was noted that a previously implanted stent (implanted distally in 2017) bent over itself, as if it had pulled back by the guide wire. A micro catheter and a balloon were used in an attempt to remove the guide wire. The guide wire separated and only part of the guide wire was pulled out. A 38 mm and a 28 mm length xpedition stent were implanted trapping the remaining 55 mm of guidewire in the rca and stenting over the previously implanted stent. It is not clear if a portion of the guide wire remains in the aorta, if so it is minimal. It was commented that it is possible the guidewire got stuck under a strut of the previously implanted distal stent, and was hitched up as the guide wire was pulled. There was no clinically significant delay in the procedure. The patient is fine. No additional information was provided.